Event description:
It was reported that the impedance of the superior vena cava (svc) coil of the right ventricular (rv) lead measured as ¿none¿. Repeated measurements were performed with the same result. The coil was turned off. The pace/sense portion of the lead was replaced prophylactically. The rv coil remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).